Event description:
Medtronic legal received information regarding that insulin pump's retainer ring was damaged, missing, or broken from the attorney of the family. The information received on (B)(6) 2021. Attorney reporter alleged that use of insulin pumps caused personal injury to the customer on (B)(6) 2019 and (B)(6) 2021. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.